Manufacturer narrative:
G4: 09jan2020. B4: 09jan2020. The device was evaluated by the field service engineer and the reported issue was confirmed. The field service engineer replaced the touchscreen assembly to address the reported issue. The issue has been resolved, the device was tested, and the device now functions as intended. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11/07/2019.

Event description:
The customer reported that the device was experiencing touchscreen failure. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
G4: 31mar2020. B4: 01mar2020. Touchscreen assembly was received for evaluation. There were no signs of damage or contamination during visual inspection. The touchscreen assembly was then installed onto the test ventilator in an attempt to duplicate the reported issue. After testing, the reported issue was unable to be duplicated submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.